Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump for over one hour. Reportedly, the pump and transmitter regained connection. No additional patient information was available.

Manufacturer narrative:
Follow up 2 corrected data: event problem and evaluation codes.

Manufacturer narrative:
Device was discarded by manufacturer.